Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. S/w version unknown retainer = black case type = ngp customer returned pump for an alleged moisture damage, cracked battery compartment found on (B)(6) 2023. Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2/40 pins flexible cable and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay. Blank display due to moisture damaged electronic assembly and cracked battery tube threads confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery compartment. Insulin pump was exposed of moisture. Customer reported there was fluid in the battery compartment. Customer stated o-ring was in place and free of debris. Customer states the home screen did not appear on the display. Troubleshooting was performed successfully however, the customer will discontinue the use of device. The product was returned for analysis.